Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The service engineer (se) inspected the device and replaced the speaker, central processing unit (cpu) and power management board. The ventilator passed all testing and was returned to use.

Event description:
It was reported that the ventilator generated a primary alarm failed error code but did not have an audio alarm. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR:22jun2019. The removed speaker was returned and fi (failure investigation) was performed. The speaker assembly was installed in the fi test ventilator in an attempt to duplicate the reported problem. During testing, post (power on self test) was executed 25 times and no failures occurred. The ventilator operated for 2 hours without failures. Multiple tests were performed and no failures were identified with the speaker assembly. The removed cpu and power management board were not received so fi of these parts could not be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.